Event description:
It was reported that the ventilator generated a technical error code indicating a power error. There was no patient harm. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
It was reported that the ventilator generated a technical error code indicating a power error. The issue was reported based on available information as the technical error may lead to stop of ventilation. Identification of issue has been done by analyzing problem description. The service report and device¿s logs were not attached. There is also no further information available on how the issue was resolved or to what was related. Despite our best effort in obtaining the information, it remains unknown what caused the power error. There was no information about the replacement of any part. No further information was available. The root cause to the reported issue has not been determined.

Event description:
Manufacturer's ref. #: (B)(4).